Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information available.